Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave pump was alarming autofill failure. They had been unable to get the issue resolved prior to calling. The pump had been on standby over 30 min but patient was stable. We advised the customer that per the IFU the iab should be removed as soon as medically possible due to it being immobile longer than 30 minutes. The customer stated that the patient had been moving a lot prior to the onset of the alarm. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).